Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ silicone migration: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ other-medical: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, corrected and/or changed data: b.5, h.6.

Event description:
Physician reported palpable lump left breast, intra and extracapsular rupture of left implant with silicon extending into left axilla , stenosis diagnosed via ultrasound , left side pain near the armpit, feels like the implants are not there, dripping sensation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, and seroma-late.

Event description:
Physician reported palpable lump left breast, intra and extracapsular rupture of left implant with silicon extending into left axilla , stenosis diagnosed via ultrasound , left side pain near the armpit, feels like the implants are not there, dripping sensation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.1., b.5., d.6b., g.2., h.6., h.11.

Event description:
Physician reported palpable lump left breast, intra and extracapsular rupture of left implant with silicon extending into left axilla , stenosis diagnosed via ultrasound , left side pain near the armpit, feels like the implants are not there, dripping sensation. Device has been explanted.